Event description:
Prior to the reported implant attempt, the device screw mechanism was tested to confirm appropriate extension and retraction. No anomalies were noted. During the implant attempt, it was not possible to properly deploy and position the device, even if the extension and retraction of the fixation screw was performed multiple times in the pt. According to the physician, x-ray images which were taken revealed that the tip of the lead had been deformed.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the u.s . The analysis is pending.